Manufacturer narrative:
As neither lot number nor samples were provided for this incident, no tests could be performed. Despite of repeated requests from us, the initial reporter was not able to supply us with more information on the involved product and whether the injury had to be treated afterwards. We will file a follow up report and relay any conclusion and investigation result in it. Device not received.

Event description:
On (B)(6) 2016, we have been informed about an incident involving a skintact wr21 dispersive monitoring electrode at (B)(6). The initial description of the incident stated: "burn underneath the dispersive electrode. The dispersive plate was placed on the right thigh". No information about the patient, the nature and duration of the procedure, how the skin was prepared and if and how the burn was treated have been disclosed to us despite of requests.

Manufacturer narrative:
The retained samples of the same lot have been inspected visually, tested electrically and thermally. Mechanical tests were performed on 2 retained samples. All samples were found to perform within limits. No faults could be detected. The involved device was not made available for an investigation so far. A picture of the injury had been provided and showed clearly visible a second degree burn. Judging this picture we assume that the injury does not represent a permanent impairment of a body structure. The user has not indicated, if any or what kind of treatment was performed. It is possible that the incident does not constitute a reportable event. No conclusion can be drawn. Device not received.

Event description:
On (B)(6) 2016 a 2 hour (12:44 - 14:51) abdominal hysterectomy surgery was performed at (B)(6). A monitoring dispersive electrode (model wr21) and a rem equipped vallelab force triad generator were used. The patient was described as caucasian and normal. The patient was lying in the lithotomic position. The dispersive electrode was placed on the right thigh. It was reported that the electrode was adhering well to the patient skin. The patient skin was not cleaned, not shaven, not disinfected and no ointment had been used. The application site had been dried. The generator output was described as "monopolare v 25 cut / 30/35 coag 3". The generator output was not raised during surgery. After the procedure redness and blisters were detected underneath dispersive electrode. No information on the treatment had been made available.